Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2017 with blood glucose over 400/dl. The customer experienced symptoms such as feeling sick, short of breath, real jittery, bad headache. The customer was treated with IV. The customer was wearing the insulin pump during the hospitalization. Customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.